Manufacturer narrative:
On 11-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and a charring issue occurred. After pulmonary vein isolation (pvi), approximately one and half hours after the catheter use, char was found to be attached on the spine of the octaray. The char was wiped off from the spine of the octaray, and the catheter was continued to be used. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The customer provided three pictures, but there is not enough evidence to confirm that there was char on the spline. The tip, spline and electrodes of the physical device were reviewed in detail, but no char residues were observed during the inspection. An irrigation test was performed, and the device was flushing correctly, no obstruction was observed. No irrigation issues were identified during the test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be confirmed since no char residues were identified during the test. The instruction for use (IFU) contains the following warnings and precautions: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and a charring issue occurred. After pulmonary vein isolation (pvi), approximately one and half hours after the catheter use, char was found to be attached on the spine of the octaray. The char was wiped off from the spine of the octaray, and the catheter was continued to be used. There were no error messages and the issue was reported to be related to the catheter and not with the generator or the pump. The patient was anticoagulated. Activated clotting time (act): 300. The doctor did not consider the amount of char to be excessive and the patient has not exhibited any neurological symptoms.